Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Customer contacted support and was assisted in resetting the pump, but the malfunction recurred, leading to a decision by technical support to send a replacement pump. The customer was advised to use an alternative insulin delivery method in the meantime and instructed on returning the faulty pump. The replacement pump will have updated software, and training will be available through the customer's tandem source account.